Event description:
Pt states that during surgery doctor used pedicle screws to secure disc fusion of l4-l5-s1. L4-5 has healed but s1 has not because screws broke. Pt outcome: constant pain and has numbness in left leg.